Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted noise on the right ventricular lead. The patient presented in clinic and the noise was not reproducible. The implantable cardioverter defibrillator was reprogrammed. Noise episodes had not been noted since.

Manufacturer narrative:
Correction: physician name and facility address updated